Event description:
Related manufacturer reference number: 2017865- 2022-38973. It was reported during the implant procedure after suturing both leads, right ventricular (rv) and atrial leads exhibited low impedance . Removal of leads revealed that the suture was impinging on the lead conductors. Dissection of the ventricular suture sleeve was noted. The leads were replaced without complication and patient did not experience any issues.

Manufacturer narrative:
The reported events of low lead impedance problem and suture sleeve damage were confirmed. A complete lead was returned in one piece. Visual examination found the outer coil bent, the suture sleeve damage and the inner insulation was breached at the suture sleeve tie region consistent with damage caused by overtightened suture. The cause of the reported events was isolated to the breached inner insulation due to suture tie down forces.